Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fifty one hips.¿ 10.1007/s00264-016-3312-2.

Event description:
It was reported in a journal article that a patient experienced a fractured screw in one hip and a harris hip score of 78. No revision procedure was reported and patient outcome is unknown.